Manufacturer narrative:
The reported malfunction of "delayed power up" was not replicated or confirmed. The reported malfunction of "device shuts down" was observed in the device activity logs. However, the device was put through extensive testing including bench handling, stress testing, power cycling and full functionality testing without duplicating the report. The ac charger was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device delayed to power up then inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.